Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient was not getting adequate pain relief from the implanted superion indirect decompression spacer. The patient underwent an explant procedure to remove the device, and was doing well post-operatively.